Manufacturer narrative:
Reference number (B)(4). Additional information: d4. Catalog number in d4 is the international list number which is similar to us list number of 062910. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient experienced pain and slight yellow discharge at the stoma site, occurring only when mobilizing tubes in and out of stoma. Patient received a week course of unknown oral antibiotic. Negative result from stoma site swab.

Event description:
On (B)(6) 2025 it was reported the patient continues to have ongoing issues with her stoma (tenderness/redness/exudate). Patient has been taking unknown antibiotics on and off for the last 4 months.

Manufacturer narrative:
Reference number (B)(4). Additional information: b5. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.